Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2160 showed thirteen other similar product complaint(s) from this lot number.

Event description:
It was reported the extension tube connector cannot be clamped tightly. No other information was provided. It was reported this occurred with four devices. This report addresses the second device.